Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, version: 2.1.0. H3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that no fault was found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an inaccuracy during surgery. The site performed two spins before inserting screws between l1 to the sacrum. The surgeon noted that the accuracy was off while inserting the lower screws. An additional spin was performed to address the inaccuracy, after which the surgeon was satisfied with the accuracy. There was less than one hour surgical delay, and there was no impact on the patient outcome. The frame was placed in posterior superior iliac spine (psis) using a percutaneous pin. It was off 4-5mm on the second scan, one closer to the frame.